Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra): spine tango implant report-conduit tlif implants(all). The following complications have been identified: postoperative complications: positioning related 0.8%(1), intraoperative complications: dual leision 3.8%(5), other 0.8(1). Reoperations: 2 patients had reoperation at any level due to instability, failure to reach therapeutic goals, implant malposition, and unknown. This is for depuy synthes conduit tlif implants. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown conduit tlif implants/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: this report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra):spine tango implant report-conduit tlif implants(all). The following complications have been identified: postoperative complications: positioning related (2) intraoperative complications: dural lesion (26) fracture vertebral structures (3) other (3) postoperative surgical complications: other hematoma (1) reoperation at any level (18).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b5, h6 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra):spine tango implant report-conduit tlif implants(all). The following complications have been identified: postoperative complications: positioning related (1). Intraoperative complications: dural lesion (10). Fracture vertebral structures (2) other (1). Reoperations: 4 patients had reoperation at any level due to instability, failure to reach therapeutic goals, neurocompression implant malposition, and unknown. This is for depuy synthes conduit tlif implants.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. Corrected: h6 (health effect - clinical code, health effect - impact code & medical device problem code). Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received. This report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra): spine tango implant report-conduit tlif implants(all). The following complications have been identified per country: czech republic (n=6). Postoperative (before discharge) general complications. - kidney / urinary (n=1). Intraoperative surgical complications: - dural lesion (n=4). Postoperative (before discharge) surgical complications: - sensory dysfunction (n=1). Switzerland (n=169). Intraoperative general complications: - anaesthesiological (n=2). - cardiovascular (n=2). - other (n=3). - pulmonary (n=1). Postoperative (before discharge) general complications: - cardiovascular (n=6). - kidney / urinary (n=3). - other (n=8). - positioning-related (n=2). Intraoperative surgical complications - dural lesion (n=66). - fracture vertebral structures (n=9). - nerve root damage (n=1). - other (n=9). Postoperative (before discharge) surgical complications: - csf leak / pseudomeningocele (n=1). - epidural hematoma (n=1). - implant malposition (n=1). - motor dysfunction (n=1). - other (n=1). - other hematoma (n=1). - radiculopathy (n=6). Reoperations at any level due to: - instability (n=10). - neurocompression (n=7). - non-union (n=11). - failure to reach therapeutic goals (n=3). - implant malposition (n=8). - implant failure (n=9). - adjacent segment pathology (n=6). - wound healing problem (n=1). - csf-leak (n=2). - implant migration or loosening (n=4). - postoperative infection superficial (n=1). - postoperative infection deep (n=1). - implant breakage (n=1). - other (n=3). - unknown (n=19). Reoperations at the same level due to: - instability (n=10). - neurocompression (n=6). - non-union (n=9). - failure to reach therapeutic goals (n=3). - implant malposition (n=8). - implant failure (n=8). - adjacent segment pathology (n=4). - csf-leak (n=1). - implant migration or loosening (n=4). - postoperative infection superficial (n=1). - postoperative infection deep (n=1). - implant breakage (n=1). - other (n=3). - unknown (n=11). This is for depuy synthes conduit tlif implants.